Manufacturer narrative:
The device involved in the event will not be returned for eval as it was implanted in the pt. (B)(4).

Event description:
Treatment of an aneurysm. It was reported during procedure, the proximal section of the pipeline would not open after deployment. Several attempts were made to open the device but without success. The pt did not wake up and subsequently had an acomm subarachnoid hemorrhage. It was reported the pt expired. Same event as MDR# 2029214-2011-00317.